Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is: (B)(6). Due to character limit in the e1 section the event site city name is: (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cradiosave intra aortic balloon pump had a power up failure, which beeps continuosly and deos not turn on. The patient involvement and injury information were not specified.

Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter name is (B)(6). Updated fields: b4, b5, b6, b7, d9, d10, e1- initial reporter name, e1-event site email, e3, g1- contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation concluion, component code and h11. A getinge field service engineer (fse) evaluated the unit and confirmed the unit does not turn on the monitor. The fse replaced the pcba display monitor to video gen board (0040-00-0456). The screen was calibrated and all functional and safety test were performed.

Event description:
It was reported that during routine inspection by customer, the cradiosave intra aortic balloon pump had a power up failure, which beeps continuosly and deosnot turn on. There was no patient involvement and no injury.

Manufacturer narrative:
Corrected fields: h6- health effect impact code. Updated fields: b4, g3, g6, h2, h11.